Manufacturer narrative:
A field service engineer has been on site and has started the investigation. A supplemental MDR report will be sent when the investigation is completed. Reference exemption #: (B)(4).

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator, several sub-tests failed during the pre-use checks, and several alarms were generated during ventilation testing. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. Microscopic inspection showed corrosion inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use checks and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module which is the root cause for the delta pressure transducer's failure. The most probable source of water into an air gas module is moist air from the hospital's gas supply system. According to the user's manual, maximum levels of water (h20 less than 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Device logs showed that the reported event occurred on (B)(6) 2014 and the date of event was updated accordingly.

Event description:
(B)(4).

Event description:
It was reported tha the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref #: (B)(4).